Manufacturer narrative:
The root cause of the issue appears to be reagent-specific as the issue was resolved after customer used an alternate reagent lot. Customer was sent a replacement reagent lot, and has not called back to report any further reagent lot issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4)).

Event description:
Customer called to report that the immage immunochemistry system generated falsely positive results over 20 international units per milliliter (iu/ml) when immage system rheumatoid factor (rf) reagent, lot #m101865, was used. Customer stated that after using rf reagent lot #m106133, all results were within acceptable range, under 20 iu/ml. Customer was sent a replacement reagent lot. Customer has not called back to report issues with the replacement reagent lot. The root cause is unknown, but appears to be specific to the reagent lot that was used on the system. Customer stated that although the results were reported outside the laboratory, the results were amended prior to patient treatment; therefore, patient treatment was not affected.